Manufacturer narrative:
Device code # 1546 relates to component code # 419. Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the femoral artery. The 100% stenosed lesion was located in the moderately tortuous distal left circumflex (cx) artery. The left circumflex (cx) artery was predilated with a 1.25mm unknown balloon. Then the physician advanced a 30mm x 2.00mm apex balloon to dilate the lesion further. The apex balloon was inflated to 12 atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.